Event description:
The ivtm therapy was performed on a 68-year-old female patient to induce hypothermia. The cool line catheter (lot # 173265) was inserted into the patient's subclavian vein. At the start of ivtm therapy, the patient's temperature was 37.6°c. On (B)(6) 2023, the nurse noticed a leak at the distal infusion luers connection. Per the reporter, the distal infusion port was used to deliver the nimotop medication. The line was disconnected, and the medication was switched to the proximal infusion luer. On (B)(6) 2023, eleven days after the leak incident, the second leak was observed at the proximal infusion lumen connection. The catheter was replaced. The therapy is still ongoing. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the leak at the distal and proximal infusion luers of the cool line catheter (lot # 173265) was confirmed during the visual inspection and functional testing. Both distal and proximal infusion luers on the catheter were cracked. The probable root cause for the cracked luers could be due to a latent material defect or due to over torqueing of the luer connectors. Visual inspection of the returned catheter was performed and found the distal and proximal infusion luers were cracked. In addition, unrelated to the reported complaint, the shaft of the catheter was cut 14 cm away from the manifold by the customer before the item was shipped for evaluation. During the functional testing, the returned catheter was connected to the syringe, and upon applying the pressure, a leak was observed at the distal and proximal infusion luers; thus, confirming the reported complaint. No further testing of the returned catheter could be performed due to the condition in which the catheter was received. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. It is unlikely that the defective catheter was shipped. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for the cool line catheter with lot number 173265.

Event description:
A 68 years old female patient underwent ivtm therapy for hypothermia. The cool line catheter (lot # 173265) was inserted into the patient's subclavian vein. At the start of ivtm therapy, the patient's temperature was 36.7°c. On (B)(6) 2023, the nurse noticed a leak at the distal infusion luers connection. Per the reporter, the distal infusion port was used to deliver the nimotop medication. The line was disconnected, and the medication was switched to the proximal infusion luer. On (B)(6) 2023, eleven days after the leak incident, the second leak was observed at the proximal infusion lumen connection. The catheter was replaced. The therapy is still ongoing. No consequences or impact to the patient.